Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that according to the physician, the tension generated by the inability to advance the dcs contributed to the patient's descent, and the cause of the dissection was the strain of the lungs while ascending through the tortuosity.

Event description:
It was reported that during a transcatheter heart valve procedure, the anatomy of the thoracic aorta was noted to be very tortuous. Pre-implant balloon dilation of the valve was performed, but when the delivery catheter system (dcs) was inserted, it was not able to cross the aortic arch due to the difficulty at the end of the transverse aorta and the tortuosity, which did not allow the transmission of tension. Two high-support guidewires were placed, one inside the pigtail catheter and the other in the dcs, but the dcs was still not able to advance to the annulus. The patient experienced chest pain and a drop in blood pressure. Subsequently, the patient died. It was noted that there was a possible dissection of the descending thoracic aorta, which was identified as the cause of death. Additional information was received to report the attempted valve implant procedure ended at 6pm with no valve implanted. The patient was transferred to the intensive care unit, "as usual" at this facility, without any further incidence noted. However, the next morning, the physician reported the patient died in the early morning and indicated "the aorta may have been dissected". No further details were provided.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event "hospitalization" was added. B5. A second paragraph was added. H3. Device not evaluated as the suspect device will not be returned to medtronic for analysis. H6. Eval code method, eval code result, and eval code conclusion were updated. Additional codes - annex f "intensive care" was added. Corrected data: b2. Outcome attributed to adverse event "life threatening" was added as it was inadvertently omitted from the initial medwatch report. Additional codes - annex f life threatening illness or injury and absence of treatment were added as they were inadvertently omitted from the initial medwatch report. Product analysis: the suspect delivery catheter system (dcs) was not returned to medtronic for analysis and the patient¿s executive summary was not provided for anatomical review. However, intra-procedural fluoroscopic images were submitted for review which showed evidence of tortuosity in the aorta. Fluoroscopic inspection of the valve load was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed prior to advancement of the dcs. There was evidence of difficulty advancing the dcs across aortic arch. Per medtronic best practices, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the device instructions for use, if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. Conclusion: the investigation remains in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the difficulty crossing the aortic arch "traumatized the aorta." Cardiopulmonary resuscitation (CPR) was performed. Per the physician, the cause of death was cardiorespiratory arrest.

Manufacturer narrative:
Updated data: b5 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: evproplus-34; product serial number: (B)(6); product type: 0195-heart valves; implant date: non-implantable device product ID: l-evprop34; product lot number: 0012408654; product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the anatomy of the thoracic aorta was noted to be very tortuous. Pre-implant balloon dilation of the valve was performed, but when the delivery catheter system (dcs) was inserted, it was not able to cross the aortic arch due to the difficulty at the end of the transverse aorta and the tortuosity, which did not allow the transmission of tension. Two high-support guidewires were placed, one inside the pigtail catheter and the other in the dcs, but the dcs was still not able to advance to the annulus. The patient experienced chest pain and a drop in blood pressure. Subsequently, the patient died. It was noted that there was a possible dissection of the descending thoracic aorta, which was identified as the cause of death.